Event description:
It is reported that during surgical procedure in 2008, the doctor tried for approximately 90 minutes to insert the constrained liner into the cup, but it would not seat. He tried another, and it seated very easily.

Manufacturer narrative:
Evaluation summary: the type and shell used is unknown. There are permanent plastic deformations on the medial side of the flange. This could be due to impaction of the liner with misalignment with the locking tab. However, the exact cause for the current situation is not known. Evaluation: review of the device history records did not find any deviations or anomalies. There is no indication that design or manufacturer contributed to this outcome. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.